Manufacturer narrative:
Batch review performed on 30 august 2021: lot 182911: (B)(4) items manufactured and released on 27-sep-2018. Expiration date: 2023-09-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation: less than 3 years after primary cemented tka the tibial plateau subsided and requires revision. Reasons for subsidence maybe a significant worsening of the bone conditions, formation of the eterotopic bone around the joint that worsened the trophism of the pre-existing cortical bone, and/or implant undersizing, which appears particularly evident in the pre-revision x-ray, but it could be an artefact caused by the former listed reasons. There is no reason to suspect a faulty device at the origin of this problem.

Event description:
Subsidence of the tibial tray. All implants were revised to gmk hinge 2 years and 9 months after primary.